Manufacturer narrative:
We have received the complaint device for evaluation and we were able to confirm the malfunction. We found that the balloons of this shunt have degradation. As stated in the IFU, natural rubber latex is affected by environmental conditions, so we always recommend storing these products properly to achieve optimum shelf life. The product should be stored in a cool dark area away from fluorescent lights, sunlight and chemical fumes. The products should be stored in the provided aluminum pouches that helps to prevent the balloons from premature deterioration. The foil pouches should only be removed immediately prior to use. This device was sold to the hospital on (B)(6) 2019. The customer has not yet responded to our question on whether the foil pouch was removed during storage at their facility. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature from other customers for devices from this lot. The malfunction was detected during pre-use check. Surgeon used another f3 carotid shunt for the procedure.

Event description:
During pre-use check, the user observed saline was leaking from the balloons when he attempted to inflate the balloons. The malfunction was detected during pre-use check and the device never reached the patient.